Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that, the insulin pump had failed battery test alarm. The blood glucose was 209 mg/dl at the time of the incident. After troubleshooting, the failed battery test alarm occured again. The device will be returned for analysis.

Manufacturer narrative:
Insulin pump passed the operating currents, self test. Unable to perform the displacement test due to broken reservoir tube lip. The p-cap does not lock into the reservoir compartment properly due to completely broken reservoir tube lip and missing reservoir tube o-ring noted.